Event description:
It was reported that approximately 64 months post implant of a bifurcated device, and two limb extensions, an endoleak was identified. Reportedly, the patient presented symptomatic; and a computed tomography, and angiogram performed and identified the endoleaks. A type 3 and type 2 endoleak was declared. The graft was relined with a gore excluder, but still had a strong type 2 endoleak afterward. Patient is doing fine, and awaiting 1 month follow up.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the investigation findings, the reported event is inconclusive. Medical records and CT images were provided and reviewed by internal clinical specialist with the following impression: an endoleak of unknown type/origin was substantiated. The symptomatic cta and subsequent reported endoleaks, and corrective treatments could not be substantiated. The patient's general state of health and aneurysmal anatomy might have contributed to the reported event as disease progression. Off label product use might have contributed to this complaint only if an endoleak could be established. A causal or contributory device defect was found to be inconclusive due to the limited information available for this investigation a manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.